Event description:
This is a conversion from (B)(4), line 301158. A customer update was received which made a repair to a complaint. The customer stated the device failed the pressure alarm check. There was no harm for patient, operator or third party reported. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: the customer stated the device failed the pressure alarm check. The reported event was not confirmed. The service evaluation did not reveal that the device failed the pressure alarm check. However, the inflow and outflow motor are worn out.